Event description:
Vague reported received regarding a pump that went into failure code 533:320:717:0000 during clincial use. The pump will issue an audible and visual alarm and stop all channels in use. No pt injury or compromise reported.